Event description:
Pt called lfs in 7/03 alleging the ot basic meter would not power on. Pt reported symptoms of feeling tired and sleepy. The issue with the meter was not resolved with troubleshooting. Although the pt reported going to the hosp and receiving treatment there is insufficient info to show meter caused or contributed to the event; therefore the case is being reported as a malfunction. Medical affairs made two unsuccessful attempts to reach the pt by phone. A letter is being sent to attempt to obtain more clinical info.